Event description:
Customer called to report high bgs and unit had a no delivery alarm. It was stated that the high bgs were treated with a bolus before the call. Troubleshooting was performed. An absence of the no delivery alarm was noted at the end of the test.